Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited fracture, high impedance and high capture thresholds. The ra and rv leads were inactivated and replaced. No patient complications have been reported as a result of this event.